Manufacturer narrative:
The product was returned for analysis and damage was observed to the intraocular lens (iol). Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position. The optic is scratched/marked-rejectable. The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as user facility reported "implant has been damaged during its handling, in particular during its positioning in the "capsule" (= cartridge) of injector" . Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the event occurred during the preparation of the implant, it did not touch the female patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) procedure, the lens was damaged when positioning in the injector. A new lens was used to complete the case. No patient impact.